Manufacturer narrative:
(B)(4). Jaw, cam. The device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the root cause of this issue. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported.

Event description:
It was reported that during a lap chole procedure, the surgeon went to fire the clip applier over the vessel, the clip was deployed but the clip applier jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.